Event description:
It was reported that during inspection by a manufacturer representative at the user facility, foreign material was found in the sterile device packaging. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.